Manufacturer narrative:
Overheating was caused due to debris in the water cable and the unit. Dfu instructs proper maintenance steps to avoid this from occurring. Unit outside of useful life.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g131 scaler, the unit had inserts that were heating up; no injury resulted.